Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states a damaged case. Upon inspection, the following issue was found a damaged power cord with exposed copper. No patient involved or harmed.

Manufacturer narrative:
An evaluation of one kendall scd 700 system was preformed for the reported condition of, ¿a damaged cased¿. The unit was triaged and the customer¿s reported condition was confirmed and it was found that the power cord was damaged with exposed copper wire. After a visual inspection of the unit under testing, the power cord was observed to be damaged with exposed copper wire. The power cord insulation split exposing copper wiring ands the power cord was replaced. The root cause of the reported symptom was misuse/handling. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.